Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all stations were down in critical override mode, and no orders or data were passing through the system. A technical support specialist (tss) requested hospital it to add more space to drive c to resolve the issue. The integration engineers (ie) confirmed that drive c had been successfully extended by 80 giga bytes (gb) and the case was closed. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations entered critical override mode, and no orders or patient data were being transmitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations entered critical override mode, and no orders or patient data were being transmitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.